Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set cannula was crimped before insertion. The patient was unable to use infusion set. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30899 - device 2 of 2.